Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and downloaded the software onto the customer purchased graphic user interface central processing unit. The ventilator passed self-testing.

Event description:
It was reported that while in use, a 840 ventilator graphic user interface (gui) central processing unit (cpu) failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.